Event description:
It was reported that the foam sponge was separated from the minicap when the packaging was opened. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. It was reported that the device was from the march delivery. The device was returned and evaluated. The reported issue was confirmed. A review of the manufacturing process revealed nothing that would contribute to the sponge separation. The delivery was performed per procedures. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.